Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change with an ilet insulin delivery system using a contact detach infusion set (lot 6005854), the patient experienced elevated blood glucose, with the highest reading at 385 mg/dl, and no visible kink or bend in the disconnected set was observed. Symptoms included hyperglycemia without ketone testing and without systemic symptoms, and the patient reported feeling fine. Outcomes included no use of backup therapy, no medical intervention, and resolution of hyperglycemia following a subsequent supply change, with glucose trending down to 291 mg/dl and continuing to decrease. Investigation included telephone-based troubleshooting and user education regarding infusion set and supply replacement. Investigation of this case revealed that the hyperglycemia was temporally associated with the supply change and resolved after another supply change, with no device alarms reported and no evidence of occlusion or mechanical deformation on user inspection, leaving the cause indeterminate. It was concluded, based on previously established findings for similar reports, that the cause was unknown.